Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer experienced high blood glucose level. Blood glucose was 400 mg/dl. Customer¿s current blood glucose level was 424 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.